Event description:
Two episodes with strange behavior reported. Charge at 30j and delivered 0.2j. Charge at 30j in 2.86 sec. Device subsequently tested out of specification during manufacturer's analysis.